Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue is most likely due to the impact of an excessive force or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope eyepiece was coming off. The issue occurred during reprocessing of a therapeutic transurethral resection procedure. The procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).